Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(6) service department and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs was unable to match a shock event on the date provided for this report. A log event from (B)(6)2019 did show a dotted ECG line, approximately 1 minute later, pads were placed on and a valid patient impedance was recognized by the device. However, the device was still in lead view, the user did not change to the pads view. Shortly after, the device is power cycled and the ECG via pads is displayed for the duration of the case. No failed shock attempts were noted. The electrode pads used were not returned as part of this investigation. No trend is associated with reports of this type.